Event description:
It was reported that the pump intermittently commenced the second half of extended boluses earlier than expected. There was no reported impact to the customer¿s blood glucose. Although requested, the customer did not upload pump data logs for investigation. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.